Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 186 mg/dl and the sensor glucose was 109 mg/dl. The other blood glucose level was 268 mg/dl, 220 mg/dl, 212 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer reported that they had a skin infection, irritation and redness raised bumps pus. The troubleshooting was declined for high blood glucose level. The sensor will be returned and for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. The information provided in section date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The information provided in section date of event with the initial report was incorrect. The correct information has been included with this report.